Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to not recognize the alternating current (ac) input and powers on only on battery power. No harm or injury was reported. Evaluation of the issue by a philips remote service engineer indicated a suspected issue with the power management printed circuit board assembly (pca) a final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.